Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a motor error alarm from his insulin pump during a bolus. The customer's blood glucose level was 270 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product is not being returned. Nothing further was reported.